Event description:
Cardiologist attempting to insert cardiac stent, when stent jumped about 5cm forward and the cardiologist could not remove the stent system device because it clamped down. Another cardiologist was called to bedside to assist and was unsuccessful. After several attempts, the first cardiologist was able to remove the stent system device leaving the stent in the vessel. (B)(4).